Manufacturer narrative:
Investigation is not complete. Event device code is addressed in package insert. Although several attempts have been made, a medwatch 3500a has not been received from the user facility. This report will be amended when the investigation is complete.

Event description:
Rev. Date unk. Recreational activity only. Allegedly siliastic trapezium tie-in was fractured in 3 places at stem, implant junction and at waist of implant. Pt's pain dramatically increased. She had swelling and tenderness of thumb basilar joint site.